Event description:
The caller reported that the pump unexpectedly displayed the reset screen. The situation did not cause the customer¿s blood glucose level to exceed 500 mg/dl (27.7 mmol/l). Customer technical support explained that the pump reset one of its microprocessors during a routine check, which is a safety feature, and clarified that the pump was operating as intended. The caller understood this information and was educated about the need to restart certain settings and reload cartridges if the pump turns off or resets. The customer successfully resumed insulin use without further issues.